Event description:
The medics were attempting to defibrillate a pt in cardiac arrest but the device would not discharge. The paramedics responded to a residential call where the pt's spouse awoke to find pt not breathing and unresponsive. Upon arrival, the medics attached the device via defibrillation electrodes and initially observed an asystole heart-rhythm. The paramedics cleared the pt's airway and initiated CPR and administered pharmacological interventions. The pt's heart-rhythm evolved into what appeared to be fine ventricular-fibrillation and the paramedics charged the device. However, the device would not discharge. The paramedics immediately removed the electrodes and applied a fresh set of electrodes. The paramedics then successfully administered a 200 joule shock to the pt. The medics subsequently defirbillated the pt a second time with 300 joules and an additional nine times with 360 joules for a total of eleven shocks. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.